Manufacturer narrative:
Applicable imaging films were returned to the manufacturer for evaluation. Ap and lateral films after the revision show good position of rods and screws at l4, l5 and s1. No apparent problems noticed on x-rays.

Event description:
It was reported that the patient underwent an unknown spinal procedure. The patient was reported as having back pain and stenosis. Approximately 10 months post op, the patient underwent a transforaminal lumbar interbody fusion at l3-5. It was reported that a screw at l5 broke along the shaft. The surgeon removed the top portion of the screw and replaced it with a new screw and added fixation at l4. The bottom portion of the screw was left in the patient.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records is not possible without additional device information.